Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 190.1 mcg/day via an implantable pump for intractable spasticity. It was reported that they were having refill difficulties on (B)(6) 2016 due to a suspected flipped pump. No symptoms were reported. A flipped pump was later confirmed. The pump was manually flipped into the correct orientation and was refilled under fluoroscopy. There was no known cause and the patient was to be referred to a surgeon for a pocket revision.

Manufacturer narrative:
(B)(4). Regarding the catheter no longer pertains to this event {please refered to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the drug going to the area of the pump in (B)(6)2018 was the patient had cerebrospinal fluid (csf) collecting in the pocket and a blood patch was performed {refer to (B)(4) regarding the catheter and seroma event}. The issue had been resolved; however, the device was now being weaned down. The patient would likely have the device explanted in the near future. No further complications were reported or anticipated. Any additional information received regarding the previous catheter/seroma event will be reported under (B)(4).

Event description:
Additional information received from a consumer reported the patient was having trouble with the pump since 2015 by being unable to put medication in the pump because the pump had turned. The pump flipped twice last year and the patient had to have surgery to turn the pump and refill which had been a nightmare. It was noted the patient can't go to have surgery every time the patient needed to refilled. It was noted the pump flipped again in the last month or two they can't fill the pump. The catheter was replaced in 2018 because the fluid was going in the area where the pump was. It was noted 3 years ago the patient was at the hospital for pump refill and the pump was flipped and there was a rep present who was able to flip the pump back in place without patient having surgery and the patient would like to know if that is possible again. No symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 (B)(6) serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.